Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and after continued efforts by the surgeon to complete injection, the lens was delivered into the eye with a piece missing. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with the event was discarded by the healthcare facility. The verbatim report received states "the injector got stuck and the lens would not come out as if it were stuck inside the injector. He kept trying and when the lens came out a piece was missing". The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 074246329 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 074246329. Continued attempts to inject the lens at the point the lens became stuck is a deviation from the IFU and is the likely causative factor of the lens being delivered into the eye in a damaged condition.

Event description:
On 17th june 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector and after continued efforts by the surgeon to complete injection, the lens was delivered into the eye with a piece missing necessitating lens explantation and exchange.